Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5867-3m adaptor; 419688 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead exhibited high impedance; increased thresholds to high levels, and decreased sensing. A fracture was suspected. An x-ray was schedule for further evaluation. The lead was reprogrammed to true bipolar and remains in use. No patient complications have been reported as a result of this event.